Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi due to a cybersecurity upgrade. The pacemaker was reprogrammed (B)(6) 2021 and the patient experienced no consequences.